Event description:
On (B)(6) 2012, it was reported that the pt went to the hospital on (B)(6) 2012 and was there for one week. The pt had ketoacidosis. There was no allegation against the infusion device, but the pt was advised to discontinue use and have it sent to be evaluated. The pt thinks the cause of the ketoacidosis was air bubbles in the insulin cartridge and infusion tubing. The pt was administered insulin by a medical profession while at the hospital. At the time of report, the pt felt fine. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.